Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles was observed and dust/dirt present. Further, the device was scrapped. The device's event log was reviewed by the service center. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes below in error. The device was returned for a service evaluation only and there was no allegation of a device malfunction. There was no report of serious patient harm or injury. "A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles was observed and dust/dirt present. Further, the device was scrapped." Please note that following further review of complaint information and device evaluation performed by the service center it was determined that no foam degradation was identified within the device. In addition, no error codes were identified. The device was found to pass all testing and no technical issues were observed. Section h6, h7 and h9 have been corrected in this follow-up report.